Manufacturer narrative:
No lot number was provided or known.

Event description:
The dentist reported that the abutment screw (iunihg) did not retain the abutment. Placed on (B)(6) 2017 and removed on (B)(6) 2017.

Manufacturer narrative:
Upon observation of the abutment screw, the collar, drive feature, and body are noted to be worn, indicating use. Alleged event is non-verifiable with the information provided. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.